Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 237 mg/dl, 124 mg/dl, and 122 mg/dl. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent